Event description:
It was reported that in preparation for an angioplasty drug-eluting stenting procedure, stent damage occurred. The physician unpacked the taxus liberte 20 x 2.50mm stent and reported that a "strut was sticking out." The procedure was completed with another taxus liberte 20 x 2.50mm stent. No patient injuries or complications were reported.

Manufacturer narrative:
Visual examination of the catheter revealed the distal polymer shaft exhibited twisted kink at the wire port. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. A review of the manufacturing records for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause could not be identified.